Event description:
This pt experienced a thrombotic event 25 months after having a cypher stent placed in the proximal lad. This was treated with re-ptca and the placement of an additional 2.5 x 24mm taxus stent. The pt did not survive this event. Note: this product is not distributed in the us; however, it is similar to a united states distributed product.